Event description:
The report received from the field indicated that the female patient was admitted for an emergency index procedure due to acute myocardial infarction (ami). The target lesion for the index procedure was the proximal left anterior descending (lad). The lesion was reported to be: tortuous, not calcified, and a bifurcation lesion. A cypher 3.5 x 33 mm stent was implanted. The patient also had a lesion in the first diagonal that was treated via percutaneous transluminal coronary angioplasty (ptca) only. Two days after the index procedure the patient experienced a cardiopulmonary arrest. The patient was revived. An intra aortic balloon pump (iabp) catheter was inserted. Coronary angiography was performed and indicated the previously implanted cypher stent had acutely thrombosed. The physician attempted to re-open the target lesion multiple times using a 3.5 x 15 merlin non-compliant balloon catheter. The resultant flow was timi 2. A cypher 2.5 x 13 mm stent was implanted in the first diagonal at this time. The patient was returned to the intensive care unit on a respirator and intra aortic balloon pump (iabp). Approximately twenty-four hours later, it was determined that the patient showed no signs of brain activity. The patient expired three days after the index procedure.

Event description:
Same case as MFR report #: 2134265-2010-03077. It was reported that during a percutaneous coronary artery rotational atherectomy procedure, a perforation occurred. The lesion was located in the left anterior descending artery (lad). The floppy rotawire guide wire was advanced, and a rotalink burr was used to successfully complete 2 ablation runs. A non-bsc stabilizer was inserted, and a buddy non-bsc guide wire was advanced. A 2.5 x 15mm promus stent was then deployed without difficulty. After all devices were removed, a perforation distal to the lesion and stent was noted. Due to tamponade, 450cc of fluid was removed from the patient at the time that the perforation was noted, and an additional 500cc was removed a short time later. Angiomax had been used during the procedure. The patient remained in the intensive care unit overnight for observation however no further intervention or complications were reported. Patient status was reported as 'fine'.

Manufacturer narrative:
(B) (4)

Event description:
A baxter service technician discovered on (B) (6) 2009 that a colleague infusion pump had an inoperative stop key on the pumphead module keypad. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention. The user interface module master software (B) (4), categorized as remediated. No additional information is available.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4). The pump has been received and evaluated by baxter. During a product evaluation, a baxter technician discovered that the stop key on the pumphead module keypad was inoperative. The pumphead module keypad was replaced.

Manufacturer narrative:
(B) (4)